Manufacturer narrative:
The insulin pump passed the displacement test, active current measurement, sleep current measurement and self test. All currents within spec range. No pump error alarm noted during testing. No unexpected pump error 15 or pump error alarms during testing. However, pump error alarm and pump error alarm are found in the formatted history file due to a software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 8.2 mmol/l. Troubleshooting steps were provided for power error detected alarm. Notification light stopped flashing immediately. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.